Event description:
It was reported that prior to a rotational atherectomy procedure, the rotational speed display failed to light up. During preparation, the rotablator console failed to display the revolution per minute (rpm), just the power light came on. The procedure was completed with another of the same device. The device had no contact with the patient

Event description:
It was reported that prior to a rotational atherectomy procedure, the rotational speed display failed to light up. During preparation, the rotablator console failed to display the revolution per minute (rpm), just the power light came on. The procedure was completed with another of the same device. The device had no contact with the patient

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the console was tested using a foot pedal and a rotalink 1.75mm burr. The rotational speed was tested in dynaglide and turbine mode and the rotational speed met specifications. No issues were noted with any of the displays functions on the console; rotational speed, procedure timer and event time. The turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before the pressure gauge reading registers a drop in pressure and the rotational speed display registers a drop in rpms. The rotational speed abruptly drops approximately 62 krpm from maximum krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The issue is most likely due to a failure of the proportional valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).